Manufacturer narrative:
Pump was received with missing reservoir tube o-ring, missing reservoir retainer, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap does not lock properly into place. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube o-ring and missing reservoir retainer. (B)(4). The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was loose. Troubleshooting was done for cosmetic damage. The reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Z-0958-2020.